Event description:
The customer alleges that the wing screw of the adaptor cannot be connected properly to the oxygen flowmeter. The connection is not stable. No pt injury.

Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.